Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Patient's weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that the screw from the transfer coping (unknown zimmer screw) fractured and got stuck in the implant. The patient will return for screw removal. Tooth #19.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement MFR 0002023141-2018-00898. The following sections are being reported: doctor reports that the screw from the transfer coping fractured and got stuck in the implant. The patient will return for screw removal. Tooth (B)(6). Brand name: zimmer tapered screw vent implant; common device name: dze; correction: no; PMA/510k: 22 mar 2019; follow up; correction: initial use of the device; manufacturer narrative and corrected data. The reported complaint device was not returned for investigation. The reported condition of a fractured transfer coping screw could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported device lot. No other complaints for similar events were identified. A definitive root cause could not be determined. Probable causes of the reported event based on this investigation and a risk review include the following: long term parafunction, excessive loading and abutment over-prepped. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports that the screw from the transfer coping fractured and got stuck in the implant. The patient will return for screw removal. Tooth (B)(6).